Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault (xdcr-fault) alarm. There was no patient involvement associated with the reported event.